Event description:
Reporter alleged blood glucose measured "lo", "lo", and 158 mg/dl when tests were performed back to back within < 5 minutes apart. Customer stated not having any symptoms at the time the readings were taken. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.